Event description:
It was reported that on (B)(6) 2010, the patient underwent l2-3 and l5-s1 decompressive laminectomy, l3-4 and l4-5 bilateral re-exploratory hemi-laminatomies, l2-s1 lumbar fusion. L2-s1 segmental instrumentation, l2-s1 posterolateral arthrodesis, structural allograft x4, morselized hip autograft, and placement of bone growth stimulator. Post-op the patient had lumbar pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.